Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely, and the customer informed that the system would not boot up. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed the issue with power supply unit. The fse stated that the power supply unit failure was caused by burned resistances that could lead to short circuit and no start-up of the system. To resolve the issue, the fse replaced the power supply unit and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.